Event description:
The customer reported while running an htlv-I/ii assay summit sample handler did not dispense reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.